Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima w/y adapter bl 22ga x .75in - tubing defective/damaged it was reported that the patient was punctured with an intima 22 catheter, when connecting the serum to the y, we observed that the silicone was broken near the connection of the y, we removed the access, took a new intima 22 catheter, punctured the patient again, when connecting the serum to the y, we observed that the silicone was broken near the connection of the y.